Event description:
An endurant stent graft system was implanted for the endovascular treatment of a abdominal aortic aneurysm. Neck angulation was noted as 20 degrees. The diameter of the proximal neck was 20mm. It was reported that another manufacture's device was implanted. The aneurysm had expanded due to endotension and the endurant device was implanted in the other manufacture's device. A retrograde dissection was confirmed from the right upper renal artery and extended to the origin of the aorta. The suprarenal stent of the endurant device was reportedly touching the right upper renal artery and led to the dissection. The patient had impaired respiratory function and was unable to undergo open surgery. It was noted that the patient was stable and was being monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).